Event description:
It was reported that the patient experienced diabetic ketoacidosis after a continuous glucose sensor came off and was not replaced, and no blood glucose readings were entered into the pump. Symptoms included unspecified clinical effects due to insufficient information. Outcomes included an unspecified impact due to insufficient information. Investigation included communication with the user or third party and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.